Manufacturer narrative:
This report is submitted on september 09, 2022.

Event description:
Per the clinic, the patient experienced an infection at the implant site since (B)(6) 2022 and was treated with topical medication (specific date and duration not reported) and subsequently the implant was found exposing the receiver/stimulator on (B)(6) 2022 it is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report.